Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. The indication for use was spinal pain and failed back surgery syndrome. It was reported the patient was complaining of their butt hurting where the pump previously was. It was believed that the pain was where the collet was. A image of the collet under fluoroscopy was emailed to tech services. A catheter revision was going to be performed today and they would troubleshoot the issue.